Manufacturer narrative:
Batch review performed on 24 may 2024 lot 2001410: (B)(4) items manufactured and released on 17-jun-2020. Expiration date: 2025-06-02. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved. Batch review performed on 24 may 2024 on moto partial knee 02.18.if4.10.rm tibial insert fix s4 rm - 10mm (k162084) lot. 172314. Lot 172314: (B)(4) items manufactured and released on 23-oct-2017. Expiration date: 2022-10-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 24 may 2024 on moto partial knee 02.18.tf4.rm tibial tray fix cemented s4 rm (k162084) lot. 2003450 lot 2003450: 20 items manufactured and released on 22-july-2020. Expiration date: 2025-07-13. No anomalies found related to the problem. To date, 20 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery 2 years and 1 month post primary for pain in the lateral compartment and the cause is unknown. The surgeon converted the patient from a uni to a sphere knee. The surgery was completed successfully.